Manufacturer narrative:
The hill-rom technician found the emergency stop button was broken and needed to be replaced. The periodic inspection guide for the liko overhead lifts (3en191001-2), section 5, emergency stop: check that the emergency stop (a) cord is secured properly and have no damage (if applicable). Activate the emergency stop button (b). Verify that it holds and locks in the activated position. With the emergency stop activated, check that the motor does not operate when the hand control buttons are pressed. Deactivate the emergency button. Verify that the button releases from the activated position into the deactivated position. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The account replaced the emergency stop button from their stock to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the emergency stop button was broken. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).